Manufacturer narrative:
No further information will be received from this customer. The unit was tested and the reported problem was not duplicated. The unit is now back in use. Patient information was requested and no response was received.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed and displayed several errors which indicate a problem with the data acquisition board. The customer reported the device was in use on patient, but there was no patient harm reported.